Event description:
The customer obtained non-reproducible and higher than expected vitros trop I es results from two patient samples and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. Patient 1= 0.065 versus expected <0.012 ng/ml; patient 2= 0.063 versus expected <0.012 ng/ml; troponin I-free sample = 0.065 versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The results from both patients were reported from the laboratory to a physician who questioned the results. No treatment was given, changed or withheld based on the reported tropi es result for either patient. Corrected patient sample reports were issued and there is no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from two patient samples and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related, as the results of the tropi es within-run precision test were outside of ocd guidelines, indicating the vitros eciq instrument was not performing as intended. An ocd fe performed service actions to multiple subsystems of the instrument. Following these service actions, acceptable tropi es performance was obtained. The possibility that inappropriate pre-analytical sample processing or the vitros tropi reagent had also contributed to the results could not be ruled out.